Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/10/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified h3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one unopened sample was received for analysis. Product code sxpp2b405. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in (B)(6), 2026 and barbed suture was used. Suture malfunctioned/snapped. No adverse impact to the patient/user. Device is available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/24/2026 h6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: product code: (9) sxpp2b405 product lot/batch: (6) 105u0q; (1) 1020m7; (1) 107rsz; (1) 10771e tracking#:(B)(4), (B)(6) received at cg labs on (B)(6) 2026. 1. Could you please clarify if extra devices belongs to this complaint? 2. If not, could you please clarify if the extra received products belongs to a different complaint? If so, can you please provide the complaint number. 3. If the devices was not reported before, please provide more details of device malfunction. 4. If the products doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 1. Yes. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.